Manufacturer narrative:
Argus case (B)(4).

Event description:
Unknown cause of death. Case description: this case was reported by a consumer via call center representative and described the occurrence of death in a female patient who received double salt dental adhesive cream (ultra corega crema sin sabor) cream for product used for unknown indication. Co-suspect products included denture cleanser (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started ultra corega crema sin sabor at an unknown dose and frequency and corega tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting ultra corega crema sin sabor and corega tablets, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death to be related to ultra corega crema sin sabor and corega tablets. Additional details: it was reported that the patient died about a year and a half ago. The patient two tubes and two bars of like effervescent tablets and trusted the product 100%.